Manufacturer narrative:
(B)(6).

Event description:
A customer reported that the patient passed away while using the v60 unit and requested extraction of the device event/alarm log. A patient of unknown age and gender was prescribed a v60 ventilator (software version 2.10), with the following settings, alarms limits and configurations: s/t mode; ipap/ps 9; epap/peep 5; rate 20; I-time 1.00 ; rise 2; fio2 100%; high rate 50; low rate 8; high vt 750; low vt 4.0; high pressure 40; low pressure (lip) 5 and low ve 250 for an unspecified condition. The patient's relevant medical history, comorbidities, concurrent conditions, and therapies were unknown. On (B)(6) 2022, while the device was in clinical use, the patient passed away. The alarms or notifications present during the course of the event were unknown. The institution's mechanical engineer (me) informed the sales representative that water had accumulated inside the circuit, and it was unknown if the water accumulation or the change in the patient's condition might have caused the event. Treatment and intervention rendered preceding the patient's death were unknown. The mechanical engineer had requested to investigate on the event/alarm log and to check if there was any malfunction in the unit. The me stated that it was unlikely that there was a failure in the device. It was unknown if the cause for the patient death was either a change in the patient condition, insufficiency in the ventilation due to accumulation of water in the circuit or malfunction of the device. A field service engineer performed a run in and functionality tests which confirmed that there was no abnormality in the unit. The results of the diagnostic report/event log did not show any error indicative of abnormality in the unit. Full functionality testing indicated that there was no abnormality in the device. No parts were replaced. Upon completion of the device evaluation, it was scheduled to be returned to the customer. Based upon the information provided, no device malfunction or failure to perform to manufacturer specifications has been found. The device was in use at the time of the event. The exact cause of death could not be determined; however, the unspecified change in the patient's condition could have been a confounding factor which might have contributed to the event.

Manufacturer narrative:
Based on internal review, this complaint is being downgraded from a death report to a product problem as there was no allegation that the device could have contributed to the patient's death